Event description:
The switch emitted sparks.visual inspection of the unit revealed that both the switch and the internal components of the pad had been altered by the customer.we were unable to duplicate the reported event,and concluded that this report was attributable it misuse on part of the consumer.